Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 68-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was previously supported by an intra-aortic balloon pump (iabp), va extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. After 9 days of the support the patient did return to the operating suite due to bleed and need for a washout and chest closure. There was bleeding from an unknown source and possible thought it was from interaction of the ECMO cannula. The patient did get blood products infused back to remedy the blood loss. The patient expired after the 9 days. The cause of death was not shared. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This follow-up report is being submitted to update b5 for new information that was received on 25-mar-2026. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative.

Event description:
Clinical narrative: (updated 2026-3-25). An impella 5.5 was inserted via the axillary artery graft site to support the 68-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was previously supported by an intra-aortic balloon pump (iabp), va extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. After 9 days of the support the patient did return to the operating suite due to bleed and need for a washout and chest closure. There was bleeding from an unknown source and possible thought it was from interaction of the ECMO cannula. The patient did get blood products infused back to remedy the blood loss. The patient expired after the 9 days. The cause of death was reported to be the dislodgement of the ECMO return cannula from the pulmonary artery and the associated bleed out. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected/updated a concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.